Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.